Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the reservoir lip ring was broken. The customer¿s blood glucose level was 534 mg/dl. The customer reported that the reservoir lip ring was damaged. The customer reported that the reservoir does not lock in place when inserted into the insulin pump. The customer declined to continue with the troubleshooting. The customer declined troubleshooting for high blood glucose and insulin flow block. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. P-cap / reservoir locks properly into place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and minor scratches on case. No damage to reservoir lip ring noted.